Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: b3, b4: please note that the date of the event (b3) and date of this report (b4) were inadvertently reported as (B)(6) 2020 in initial medwatch report. The correct date is (B)(6)2020.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended/unexpected disengagement of two devices and was generating heat. Therefore, the reported condition that the device had locking damage and connection failure was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device was leaking air, generating heat, and had unintended/unexpected disengagement of two devices. It was noted that during dismantling of the device, many cleaning agent residues and a heavily polluted handpiece were found, the internal shield and inner housing of the device were demolished/severed, and the tool partially did not hold. It was further determined that the device failed pretest for cutter assessment, air pump assessment, and temperature assessment. It was noted in the service order that the was locking damage and connection failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.